Event description:
The device said to be involved was returned to cook without any information related to the nature of the event. The outer sheath of the forceps is damaged, exposing the inner wire. Several attempts were made in an effort to collect information regarding patient impact and product usage but the information was not provided. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event. However, the information able to be collected does not reasonably suggest the patient or user was adversely impacted.

Manufacturer narrative:
Investigation evaluation: the product was returned to the approved forceps supplier for evaluation. There is a hole in the outer sheath approximately 12 inches from the patient end of the forceps. There is another area approximately 56 inches from the patient end that appears jagged and torn. Areas of scratches and nicks are present throughout the length of the outer coating but the inner wire is not exposed. The jaws, links and clevis were inspected under 10x magnification with no damage detected. No other anomalies were noted that could contribute to this observation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. We can report that excessive time and temperature during autoclave sterilization can cause damage to the outer sheath, such as a hole or split. The instructions for use specify the autoclave parameters as 270 degrees fahrenheit for 5 minutes. This device is not recommended for use with gas sterilization. Prior to distribution, all hot maxx forceps are subjected to a visual inspection and functional test to ensure device integrity. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional information regarding this report: the cook area representative was informed by the medical facility on (B)(6) 2011, of a complaint in general, but the details related to the nature of the occurrence was not provided. The product arrived for evaluation on (B)(4) 2011 and a problem with the forceps device was not able to be immediately detected. The designated complaint handling unit began working to determine the nature of the complaint so that the appropriate evaluation and investigation could be conducted. Details related to the nature of the complaint were not received. We moved forward with a generic evaluation and investigation without the details on (B)(4) 2011. During the evaluation a magnified visual examination of the forceps discovered damage in the outer sheath. Therefore, (B)(4) 2011 is listed and this report is being provided within 30 days from becoming aware of the damaged sheath.